Manufacturer narrative:
Session records were provided for review by technical services. Analysis of the session records indicated that the noise event was sensed by the device.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that during a remote follow up, noise was noted on the device. Abbott technical support was contacted and the device was explanted. The patient was in stable condition.